Manufacturer narrative:
Visual examination: the catheter was returned coiled within a plastic bag. No visual anomalies were noted. Functional examination: attempts to inflate the balloon were unsuccessful, due to the inflation lumen being occluded by an unk residue. The balloon was thoroughly cleaned and then inflated/deflated without difficulty. Review of the lot history records revealed that no other reports of this nature have been received for this catalog number. All products are leak tested prior to shipment. Although the exact cause for the reported clinical difficulty could not be determined, it is thought that the inflation lumen was obstructed. Due to residue of an unk medium. The cordis instructions for use indicate that inflating the balloon with a liquid can prolong inflation/deflation time.

Event description:
During clinical use, the balloon did not inflate or deflate.